Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer stating that discrepant results were observed for five (5) samples. Four (4) samples, pcr negative and collected pre-covid, resulted positive with the diasorin liaison sars-cov-2 s1/s2 igg assay and one (1) prc positive sample resulted negative with the diasorin assay. These discordant results were part of a cross-reactivity study ((B)(6), pregnancy, thyroglobulin / anti-tpo). Approximately 30 pcr positive samples (collected >15 days from diagnosis) were tested, obtaining a sensitivity of 96%, and approximately 80 negative samples were tested, with a resulting specificity of 97.5%. The customer reported being satisfied with diasorin assay performance. Based on the data provided, one (B)(6) sample and one (B)(6) sample, which were collected pre-covid and were also tested by pcr (nasal swab) resulted positive with the diasorin assay. The (B)(6) sample was also (B)(6) with the abbott architect assay, whereas the (B)(6) sample resulted (B)(6) with abbott. The pregnancy sample and thyroglobulin sample were negative with diasorin assay, therefore not discordant. Of these 4 cross-reactant study samples, 2 were positive with diasorin assay and 3 resulted positive with abbott. The cross-reactivity table reported in the IFU was discussed and it was noted that one (B)(6) sample resulted (B)(6). The cross-reactivity study for the liaison sars-cov-2 s1/s2 igg assay was designed to evaluate potential cross-reactivity to antibodies to other conditions that may result in atypical immune system activity. Ten (10) samples with hama (human anti mouse antibodies) were tested and 0 of them cross-reacted with the liaison sars-cov-2 s1/s2 igg assay, as reported in the IFU. The complaint was classified as not confirmable. As reported in the IFU, the liaison sars-cov-2 s1/s2 igg assay and its clinical performance were based on clinical sensitivity defined by pcr positive; no comparison studies with other serological tests are available and differences with competitor assays may be expected and cannot be related to product deficiencies.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer stating that discrepant results were observed using the liaison sars-cov-2 s1/s2 igg assay for five samples.